Manufacturer narrative:
Unit received with high idle current due to faulty connector on mother board. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No blank display, constant tone or time date reset noted. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of having a constant tone and blank display. Customer's blood glucose was 263 mg/dl. Customer was able to troubleshoot on his own and was able to resolve the blank display and constant tone. Customer also reported that there was a big yellow spot on top of display screen. Insulin pump passed self-test. Insulin pump would be replaced per customer's request.